Event description:
The complainant has reported that a patient underwent a therapeutic ercp with placement of a biliary stent. The clinician was not able to place the sent over the hydra-jagwire guidwire. The coating of the guidewire was noted to be shredding. The procedure was completed with another of the hydra-jagwire and stent. The stent was successfully placed in the biliary tree. The procedure was successfully. The patient did not sustain any complications or ill effect as a result of the issue with the guidewire. The patient condition was noted to be fine.